Event description:
It was reported that t:slim x2 pump battery would not charge, as charging connection was not recognized despite use of working outlets, tandem charging cable, tandem wall adapter, and alternate adapters and cables, and there were no low power alerts, shutdown alarms, or visible damage to the charging port. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump until replacement arrived, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place problematic pump into storage mode and return it using a prepaid label within 10 days, and advised customer to manually enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.